Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that kinks to the hypotube 9cm and 131cm from the handle. The distal shaft is separated from the collar and was not returned for product analysis. The collar is damaged. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
Reportable based on device analysis completed on 23apr2020. It was reported that the catheter was kinked. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, the it was noted that the device became kinked when crossing the lesion area. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the distal shaft was separated from the collar.